Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), device dislocation ("essure coils migrated") and genital haemorrhage ("bleeding") in a 33-year-old female patient who had essure (batch no. 701927- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure ablation was performed on the same day" on (B)(6) 2015. The patient's medical history included multigravida, parity 3 and urinary tract infection. Concomitant products included docusate, ibuprofen, oxycodone and simethicone (simethicone). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), infection ("infection "), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), visual impairment ("vision issues"), amnesia ("memory loss") and migraine ("migraines") and was found to have heart rate increased ("high heart rate"). The patient was treated with surgery (hysteroscopy, bilateral essure procedure). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic pain, infection, dysuria, allergy to metals, neuromyopathy, vaginal disorder, heart rate increased, visual impairment, amnesia and migraine outcome was unknown. The reporter considered allergy to metals, amnesia, device dislocation, dysuria, genital haemorrhage, heart rate increased, infection, migraine, neuromyopathy, pelvic pain, uterine perforation, vaginal disorder and visual impairment to be related to essure. The reporter commented: patient was told by radiology that her essure coils might have migrated, she was aware if pain that severe, she should go to ER for evaluation. Lot number 701927 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), device dislocation ("essure coils migrated") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure ablation was performed on the same day" on (B)(6) 2015. The patient's medical history included multigravida, parity 3 and urinary tract infection. Concomitant products included docusate, ibuprofen, oxycodone and simeticone (simethicone). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), infection ("infection "), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), neuromyopathy ("neuromuscular problems"), scar ("vaginal scarring"), visual impairment ("vision issues"), amnesia ("memory loss") and migraine ("migraines") and was found to have heart rate increased ("high heart rate"). The patient was treated with surgery (hysteroscopy, bilateral essure procedure). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic pain, infection, urinary tract disorder, allergy to metals, neuromyopathy, scar, heart rate increased, visual impairment, amnesia and migraine outcome was unknown. The reporter considered allergy to metals, amnesia, device dislocation, genital haemorrhage, heart rate increased, infection, migraine, neuromyopathy, pelvic pain, scar, urinary tract disorder, uterine perforation and visual impairment to be related to essure. The reporter commented: patient was told by radiology that her essure coils might have migrated, she was aware if pain that severe, she should go to ER for evaluation. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.